Event description:
Customer reported the buttons on the insulin pump are very firm. Customer did not hear the alarm go off after putting the device on suspend mode to take a shower. Customer does not recall blood glucose level. Customer stated the buttons on the device are very firm and hard to press down. The buttons are not as far raised as they were on there previous device he had. The up and down arrows are the buttons that he has been having the most trouble. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. See manufacture report number 3004209178-2015-88299.